Manufacturer narrative:
The insulin pump had no audio tone due to a broken transducer wire. The insulin pump passed all other functional tests.

Event description:
The customer called to report no audible tones on the insulin pump. Troubleshooting was performed and the insulin pump did not beep during the tone test.